Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk. See attached medical records. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim from attorney for patient stating that patient underwent an exploratory laparotomy with small bowel resection and explantation of umbilical mesh. Patient was reoperated on post op day 7 for signs of anastomotic leak and placement of ileostomy. Patient developed fascial wound dehiscence with necrosis of his midline subcutaneous tissue requiring wound vac and placement of external wound expander.